Event description:
This spontaneous report (2022-cdw-01492, 007628634a) from the united states of america was reported by a male consumer (gender unspecified) whose head of toothbrush broke off and had chipped tooth coincident with a and h spinbrush unspecified. The consumer's medical history and concomitant medications were not reported. On an unspecified date, the consumer initiated new a and h spinbrush unspecified via dental route. While using, the of it broke off into his mouth and chipped his tooth. No additional information was available. The action taken with a and h spinbrush unspecified was unknown. The outcome of the event chipped my tooth was unknown. The outcome of the event head of it broke off into my mouth was not applicable.